Event description:
During routine testing of the device at the service, the service technician reported that the blood parameter probe failed the high-potential test. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.